Manufacturer narrative:
Additional information was received that the patient only underwent a revision on the cervical leads. The physician was able to clear the lead in the cervical area up a few vertebral bodies and kept the lead. Only the clik anchor was replaced per physician¿s preference. No device malfunction was suspected. The thoracic leads and anchors were not touched during the procedure. The patient was doing well post operatively. The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient found that the thoracolumbar anchoring devices to be extremely uncomfortable. The patient will undergo an explant procedure.

Manufacturer narrative:
Field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm model #: sc-2218-50, serial #: (B)(4),description: linear st lead, 50cm model #: sc-4316 lot #: 16847537 description: next generation anchor kit-sterile model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator

Event description:
A report was received that the patient found that the thoracolumbar anchoring devices to be extremely uncomfortable. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that upon assessment in the thoracic region, spasm was noted and the scs anchors were very painful. The patient will undergo a procedure wherein the leads and anchors leading to the cervical region will be removed and the leads and anchors in the thoracic region will be revised.

Event description:
A report was received that the patient found that the thoracolumbar anchoring devices to be extremely uncomfortable. The patient will undergo an explant procedure.